Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tip of the returned instrument was confirmed to be broken. Mfg record review: no discrepancies noted. Complaint history analysis: 37 previous records torque wrench tip breakage. A CAPA was initiated in order to find the failure cause and purpose corrective and preventive actions, including a design change of the torque wrench to prevent tip breakage. Risk assessment: no delay and no adverse consequences reported. The surgery was successfully completed using the available replacement torque wrench. Conclusion: therefore the instrument design contributed to this event. Corrective actions were implemented in 2011, 2 years before the release of the implicated device.

Event description:
It was reported that "surgeon was final tightening the tip of the torque wrench broke off."